Manufacturer narrative:
(B)(4). Results: endoleak. Lack of information. Conclusions: endoleak. Lack of information.

Event description:
An endurant ii abdominal stent graft system was implanted in a patient for the endovascular treatment of a saccular abdominal aortic aneurysm. The proximal aortic neck was 23mm long with minimal angulation. It was reported that intra-operatively, after the stent grafts were deployed, the aneurysm sac continued to fill. The physician modeled the stent graft with a balloon, but the sac continued to fill quickly. The patient received 8000 units of heparin during the procedure. The physician believed there may be a type ii or type IV endoleak, but a proximal type I endoleak could not be ruled out. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.